Manufacturer narrative:
Update to evaluation method code.

Manufacturer narrative:
Calibration and qc recovery was acceptable on the day of patient testing. Field service engineer found damaged tubing. He replaced all the electrodes and ise tubing. He performed calibration, qc and precision testing and all passed within specifications. The investigation determined the cause of the event was the damaged ise tubing discovered by the field service engineer.

Event description:
The initial reporter questioned low ise indirect gen.2 sodium results for multiple patients on a cobas integra 400 plus. The customer provided a questionable sodium result for one patient. The initial result was 131 mmol/l and was reported outside the laboratory. The customer repeated the sample and the sodium recovered 141 mmol/l. The repeated result of 141 mmol/l is determined to be the correct result for the patient. Sodium electrode lot number with expiration date was requested but not provided.